Event description:
Revision of hip components 14 years post operatively due to pain. Cup was reportedly well fixed.

Manufacturer narrative:
Engineering evaluation of bone screw is ongoing. Device information was not provided, therefore a review of the device history record was not possible.